Event description:
During an alif procedure using an anterior approach, a surgeon was using an alif distractor with 50mm distractor blades and during a final impact on the synex expandable vertebral body replacement the scrub tect noticed something 'pop.' The surgeon then realized that approx 19mm of the right blade of the distractor had broken off and was wedged in the vertebral body. The surgeon left the right blade tip in the pt feeling that it would not cause harm to the pt. The procedure was completed without further incident.